Manufacturer narrative:
Correction: updated result code with correct code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 1 december 2016. The representative was not able to complete testing due to the system being unable to validating home. The representative then returned on 5 december 2016 to replace the positioner. Following replacement the system would not initialize due to the collimator error. On 6 december 2016, the representative found that the filter for the collimator was stuck. After removal of the blockage, the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system presented an error screen stating a "collimator error". No initial troubleshooting performed. There was no reported delay to the procedure. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.

Manufacturer narrative:
The positioner assembly was returned to the manufacturer for analysis. Analysis found that the reported complaint could not be duplicated. The motor isolation test was performed with no internal shorts or opens in the motor. Bench testing with the motion cart passed. The motor rotated clockwise and counter clockwise with the brake engaging and disengaging correctly. The positioner assembly failed visual inspection. There was cosmetic damage to the locking nut between motor and the ball screw had gouges/grooves in it. No functional problem was found with assembly. If information is provided in the future, a supplemental report will be issued.